Manufacturer narrative:
Received seven 138104 in original packaging. Lot number was verified. Performed a visual inspection, one package was not sealed at one end, four of the seals are insufficient due to the width of the seal, and two packages did not have any signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on two packages. Root cause cannot be determined, however, a possible cause of this event could be due to a worn-out belt. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 7 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 242 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: devices should be inspected before and after each use. Sterility guaranteed unless package has been opened, broken, or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.